Event description:
It was reported that during a procedure, when the physician was using the connect to cross the septum, and while attempting to go in with the mapping catheter, when the hemostatic valve started leaking blood. Subsequently, the sheath was replaced, and a new sheath was used to complete the procedure. There were no patient complications. The sheath was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, leak and aspiration performance testing confirmed an existing leak path within the returned faradrive sheath. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
It was reported that during a procedure, when the physician was using the connect to cross the septum, and while attempting to go in with the mapping catheter, when the hemostatic valve started leaking blood. Subsequently, the sheath was replaced, and a new sheath was used to complete the procedure. There were no patient complications. The sheath was received for analysis.